Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 8/15/2014 with the following findings: the meter was found to have a dirty spc pin issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.